Manufacturer narrative:
Concomitant medical products: 8711 catheter, implanted: (B)(6) 2006; 8637-40 pump, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and intermittent short v-v intervals with isometrics movements. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.